Event description:
The customer reported via phone call that he went into water with the insulin pump. Customer stated that device is vibrating and has a constant tone without an alarm and the display went blank. The display did not return after battery change. Blood glucose value was 175 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received blank display due to moisture damage at the electronic assembly. Moisture damage was also found at the motor and vibrator motor. No unexpected vibration anomaly noted. The insulin pump has cracked case at the display window corners, display window, minor scratched lcd window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.